Manufacturer narrative:
Corrected information provided in h.6. On initial MDR the evaluation method code of 2588 was an error. It should have been 2981 on the original MDR. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The lens was cleaned for further evaluation. A dimensional inspection was performed. The lens dimensions are acceptable (plan view) using an approved template. No damage is observed to the lens. Product history records were reviewed and the documentation indicated the product met release criteria. The file indicates the use of a qualified cartridge and handpiece. The file also indicates the use of a non-qualified viscoelastic. The reported event was not observed. The lens was returned placed correctly in the case. No damage was observed. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. A company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Event description:
A other health professional reported that during an intraocular lens (iol) implant procedure, surgeon found lens optic slightly bent which was observed under microscope. Surgeon decided not to proceed with the faulty lens, ex-planted iol and change to another new iol during initial procedure.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).